Manufacturer narrative:
H3: the revision reported was likely the combination of the slope ++ tibial insert and the positioning of the femoral components relative to the tibial components which allowed for excessive posterior contact between the femoral component and the tibial insert, especially laterally, and led to the observed wear of the polyethylene and pain. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not available for evaluation and a lateral pre-revision radiograph was not provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(6), catalog #: 02-010-03-0215 - logic cr femoral cem, left sz 1.5, serial #: (B)(4), catalog #: 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t, serial #: (B)(6), catalog #: 200-02-29 - three peg patella 29mm. Correction/removal number: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient returned with complaints, including pain and dissatisfaction. The patient underwent a poly swap on (B)(6)2023 and was revised to a size 15mm crc poly, sz 1.5. Pieces of poly were removed from the patient's wound site. There was no reported surgical delay/prolongation.